Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient history/concomitant medications ? Product code and lot number? Were any concomitant procedures performed? Onset date/time of the pain from surgery? Date, indication and findings of partial mesh excision? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure in 2012 and the mesh was implanted. The patient experienced dyspareunia causing by mesh and underwent partially mesh excision under general anesthesia. Additional information has been requested.